Event description:
Report 5 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: patient # 5: biofire cat # rfit-asy-0147, lot # 1980823. Sequence #: (B)(6). Patient #5: on (B)(6) 2023. Bactec sn: (B)(6). Bcid2. Biofire was a dual positive - e. Coli and c. Tropicalis. Culture grew e. Coli. Gram stain: gram negative rods. No erroneous results reported. Customer reports 7 molecular fps.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Medical device lot # 2133156. H.4. Device manufacture date: 24-may-2022. D.4. Medical device expiration date: 28-feb-2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 7. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: patient # 5: biofire cat # rfit-asy-0147, lot # 1980823. Sequence #: (B)(6). Patient #5: (B)(6)2023. Bactec sn: (B)(6). Bcid2. Biofire was a dual positive - e. Coli and c. Tropicalis. Culture grew e. Coli. Gram stain: gram negative rods. No erroneous results reported. Customer reports 7 molecular fps.

Event description:
Report 5 of 7 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), customer had 7 molecular false positives. Customer is unsure about any treatment change. The following information was provided by the initial reporter: patient # 5: biofire cat # rfit-asy-0147, lot # 1980823 sequence #: (B)(6) patient #5: (B)(6) 2023 bactec sn: (B)(6) bcid2 biofire was a dual positive - e. Coli and c. Tropicalis culture grew e. Coli gram stain: gram negative rods no erroneous results reported customer reports 7 molecular fps.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no. 2133156 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.